Event description:
Medtronic received information that approximately one month following the implant of this surgical mitral valve, patient was seen for a follow up echocardiogram revealing left ventricular ejection fracture (lvef) of 35%. The physician ordered a radionuclide angiography (muga) scan revealing an ejection fracture of 29%. The patient was upgraded from a pacemaker to defibrillator two days later. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).